Event description:
It was reported that the customer's device would intermittently not power on or off during testing. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assembly was further evaluated in the failure analysis center. It was observed that the pcb mounted jack connector, designator j31 had process residue from being reworked by the pcb manufacturer. The pcb manufacturer did not properly wash the pcb assembly during the rework process. The observed process residue caused current leakage which led to the reported issue. (B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.